Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. The cause of death was listed as sepsis. Additional information was requested but not received. No other information is known at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.